Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The consumer stated, when she removes the pen needle after injections, the insulin "leaks". Stated, "it's pouring out" advised the consumer to reach out to manufacturer of pen stated, she just started new medication lot: 4303039 catalog: 320555 date of event: unknown. Samples: no cl. Vcoyne 18september2025 update/additional information from nacc - see attachments. When the consumer stated, the insulin "leaks". "It's pouring out". The medication never made it into her body. Said it was still coming out of the needle after the shot.